Manufacturer narrative:
Device received with cracked and bleeding glass on lcd board. Device received with minor scratches on lcd window. Device received with cracked case at display window corners. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was dropped on to the tile floor and the lcd screen had cracked. Customer was unable to see anything on it. Customer's blood glucose was 160 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.